Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 33 mmol/l. Customer¿s other relevant blood glucose level was 13 mmol/l and it was raised to 22 mmol/l to 33 mmol/l. Customer was treated with insulin pump and blood glucose level went down. Customer replaced the site and then blood glucose level went down to 27 mmol/l. The insulin pump will not be returned for analysis.